Event description:
It was reported that the patient had a hemorrhage post implant. The patient had 3 surgeries in 5 weeks with her therapy. It was noted that the patient had had sutures removed. Patient had blood all over her shirt so she went back to the healthcare professional¿s office, they changed her dressings and the same thing happened the day after. The healthcare professional recommended patient go to the emergency room (ER). The patient had to be admitted because, she had driven herself to the ER. It was further noted that the patient was in the hospital for 26 hours.

Manufacturer narrative:
Product ID 3093-28 lot# va06gmt, implanted: 2013 (B)(6); product type lead product ID 3037 lot# serial# (B)(4); product type programmer, patient. (B)(4).